Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was over infusing during a transfusion of packed red blood cells. The expected transfusion time for 350ml of the colloid was 3.5 hours; it was observed that the pump finished the transfusion 12 minutes faster than expected. The customer went to the simulation lab and tested a 100ml bag of normal saline at a rate of 1000ml/hour and it finished around the 5 minute and 34 second mark which is roughly a 7% deviation in transfusion time. Both situations yielded a faster infusion time than what was programmed in the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.